Manufacturer narrative:
A product investigation was completed: review of the device history record shows that this lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This plate was released in faultless condition. Visual inspection shows several damages at the surface of the plate which likely occurred from insertion or removal of the device. However, the implant is intact and no indication of the reported problem during insertion could be identified. No product fault could be detected. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date during a planned removal procedure, the devices were successfully explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 26. Oct 15: added unk screw to cover the "alternate screw" mentioned in complaint description, received an e-mail answer from affiliate where they confirm that the alternate screw is not the 42mm screw but a different one.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Device has not been reportedly explanted. (B)(6). Device manufacture date: may 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 04.107.302s, lot 7947958: original part manufacture date: 19may2015. Part expire date: 2025 may. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the variable angle-locking compression plate (va-lcp) olecranon plate for left olecranon fracture. The surgeon temporarily fixed the plate with kirschner wires inserted through the suture holes and stabilized with cortex screws. Then, the surgeon performed drilling through a va drill sleeve with nominal angle. After drilling, the surgeon tried to insert the va locking screw 22mm in question using a screwdriver shaft attached to a torque limiter (manual insertion). However, the va locking screw 22mm could not be locked and kept just idling. Therefore, the surgeon once removed the va locking screw 22mm and used alternative screw instead, but the alternative screw also failed to be locked and remained unlocked in the patient's body. Subsequently, due to a trouble in the surgery, the surgeon extracted the implanted plate once and made the plate bent slightly to fix the plate again. When the surgeon tried to insert some screws in olecranon bone, the va locking screw 42mm in question could not be locked. In the end, the va locking screw 42mm could be inserted successfully in other screw hole. The surgery was extended for thirty (30) minutes. (B)(4).